Manufacturer narrative:
Product is not available for evaluation by manufacturer. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: the surgeon used the applier during a procedure and it did not allow clip to close and lock properly. Surgeon reported that the appliers failed to engage the clip correctly and would not lock onto the structure. No patient injury reported.